Event description:
Physician reported tissue expander deflation of an unknown side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one, curved opening on the insert assembly and brown particles in the shell. A leak test and microscopic analysis was performed which identified a sharp opening on the insert assembly bond edge. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is "a sharp opening on insert bond edge due to an unidentified (tear) opening."

Event description:
Physician reported tissue expander deflation of an unknown side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation: patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Physician reported tissue expander deflation of an unknown side. Device has been explanted.